Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the brakes are damaged and cannot tighten up any more. He stated they will not lock.